Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error; improper implant size selection, using too long of an implant or implanting the implant too deep. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had a right side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient later complained of right side radicular pain. The surgeon determined that the middle positioned implant may have been impinging on the neuroforamen. The patient also requested that the implant be removed. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the middle positioned implant. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.